Event description:
It was reported that as the autopulse board (B)(4) was turned on, it began to compress, then stopped several times. The autopulse displayed a "low battery" message. Customer indicated that both batteries were exchanged early at start of shift. Add'l info was received indicating that the batteries used during this incident were nimh (B)(4). This incident occurred during a cardiac arrest. Patient was (B)(6).. Patient was transported to hospital without return of rosc. Add'l details were requested by manufacturer but have not been obtained.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a supplemental report when our investigation is completed. Note: autopulse platform s/n (B)(4), MFR report number: 3003793491-2013-00510, nimh battery s/n (B)(4), MFR report number: 3003793491-2013-00511, nimh battery s/n (B)(4), MFR report number: 3003793491-2013-00512.